Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (b)(60 2025 the user reported hyperglycemia with a highest blood glucose (bg) over 600 mg/dl followed by hypoglycemia with the lowest bg of 52 mg/dl. The user treated the low bg with juice and crackers, and bg later stabilized. No medical intervention was required, and no long-term health effects were reported.